Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event during sleep with a blood glucose of 52 mg/dl while using the ilet, with no recent device replacements, target changes, weight changes, or additional insulin reported. Symptoms included hypoglycemia. Outcomes included recovery after oral carbohydrate intake, with blood glucose increasing to 135 mg/dl, and no hospitalization. Investigation included a review of available device alerts and alarms. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that no device malfunction could be determined based on the information provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.